Event description:
It was reported by service report that the power cord was torn in the outer sheathing, without damage to the inner wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord.